Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) with very thin and fatty leaflets at anterior and posterior leaflet 1 (a1/p1) and a friable leaflets for a mitraclip procedure. During the procedure, 2 mitraclip were implanted successfully. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred for the second clip and the clip was no longer attached to the anterior leaflet. It was appeared to have leaflet tore. Per the physician, slda was due to pre-existing patient anatomy of friable leaflets. Mr was grade 5 after slda and hemoglobin has dropped.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (friable leaflets). The reported mitral regurgitation was a cascading events of the slda. The reported tissue injury and anemia could not be determined. Mitral regurgitation, tissue injury and anemia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.